Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was unknown and it was unknown if it was resolved .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they haven't been able to feel their stimulation working for maybe a month. Caller stated that this morning they were eating breakfast and it all of a sudden it shocked them really bad. Caller called medtronic representative today and was told to call patient services for assistance. Agent walked caller through trying to connect the handset and communicator to the implant. Caller repeatedly saw no device response. Caller stated they thought the implant might be dead. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller stated hcp is not under their insurance anymore and they haven't had their medicine or anything, so they've been in a lot of pain and having severe leg cramps.